Manufacturer narrative:
Concomitant medical products: product ID 8709sc, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a submitted medwatch regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported prior to the start of and during the surgical procedure, the surgeon and device manufacturer representative would state that the baclofen catheter had possible microtears which warranted the catheter to be sent back to the company for evaluation. The event outcome was noted as required intervention. No further complications were anticipated/reported.